Manufacturer narrative:
Additional information was added to: correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
3 pen needles were affected by this event. H3 other text : device not available

Event description:
Consumer reported on voice message takes 3 pen needles for 1 injection. The needles clog and do not work. Dc date of event unknown sample status unknown called this consumer back and left voice message with our toll free number and hours